Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic. It was observed that the pacemaker was in backup vvi mode. The pacemaker was reprogrammed to resolve the issue. There was no patient consequences.